Event description:
The customer reported an erroneously elevated thyroid-stimulating hormone (tsh) result, above the normal reference range, for one patient involving access 2 immunoassay system. The customer obtained an initial tsh result of 6.35 uiu/ml. Subsequent analysis of a redrawn sample, approximately one week after, recovered a result of 2.70 uiu/ml. The elevated result was released out of the laboratory and questioned by the physician. There was no report patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified system performance and performed high sensitivity system check, which passed successfully. The customer suspected the erroneous result was due to the sample and not the instrument as quality control (qc), calibration, and system checks performed within the assay and system specifications. The customer indicated the patient sample was sent to an alternate laboratory and received a similar result. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. The customer stated the patient sample was collected in becton dickinson lithium heparin plasma tube and was centrifuged between 2,800 to 3,000 rpm (revolutions per minute) for twenty minutes. Quality control (qc) was within range for all three levels. The cause of the event is unknown.